Event description:
It was reported that the patient had a system with a lead in the subthalmic nucleus ¿not well placed¿. The system was removed and new system was put in with the lead in the globus pallidus. Additional information has been requested,but was not available as of the date of this report. Refer to manufacturer report #3004209178-2013-10241.

Manufacturer narrative:
Product ID: 3387s-40 lot# v353787, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).